Event description:
It was reported that during an implant of a new system, the right ventricular lead perforated the patient's heart. During a post implant follow up on the same day, it was discovered that the patient was experiencing hypotension and pericardial effusion. The patient underwent pericardiocentesis to address the issues, at which time, their right ventricle was punctured and an emergency sternotomy was performed. The system remains implanted and the patient was stable post operation. The patient would continue to be monitored.